Manufacturer narrative:
Additional information: one (1) sample was received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak, clear passage, clamp function, and integrity (connection) tests. No issues were noted, the sample passed testing. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the patient adaptor of the transfer set and the titanium adaptor. This occurred during peritoneal dialysis therapy. The transfer set was used for 34 days and the hospital replaced it with a new one. There was no allegation against the titanium adaptor and it was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.